Manufacturer narrative:
(B)(6) 2020 product investigation results: no failure could be identified as a result of the investigation.

Event description:
Pain- vagina [vulvovaginal pain] tampon string detached [device breakage] tampons came out on their own [device expulsion] case description: consumer sent e-mail reporting that one tampon's string got detached, and three tampons came out on their own in 20 minutes. No serious injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Pain- vagina [vulvovaginal pain], tampon string detached [device breakage], tampons came out on their own [device expulsion]. Case description: consumer sent e-mail reporting that one tampon's string got detached, and three tampons came out on their own in 20 minutes. No serious injury was reported.